Event description:
According to rptr, bailine as, a co operating under the name scandlife is unlawfully selling weight loss franchises based on electronic muscle stimulation devices which they claim cause weight loss.